Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that the whole of the grasping surface was worn and metal part was exposed at the tip of the grasping surface. There was a scratch on the probe. The location of the scratch on the probe was the same as that of exposed metal at the tip of the grasping surface when the grasping section closed. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the grasping surface becomes severely worn and metal part becomes exposed due to the continued activation of output while the grasping section is closed without grasping any tissues. The instruction manual of this device indicated below. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
The user requested the investigation of the subject device since the tip of this device burnt during a procedure. Olympus investigated the device and confirmed that the whole of the grasping surface was generally worn and metal part was exposed at the tip of the grasping surface on (B)(6) 2016.